Event description:
It was reported that the cable was unable to communicate with the pump. The motor was returned for evaluation and repair. Related manufacturer reference number: 3003306248-2024-00452 (centrimag motor).

Manufacturer narrative:
Section a: no patient was involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: no issues with the centrimag blood pump were identified through this evaluation. The root cause of the event was isolated to an issue with the centrimag motor and is addressed under the motor investigation, MFR #3003306248-2024-00452. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use states to always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.